Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to these documents as soon as it becomes available.

Event description:
Revision surgery - patient had a metal on metal hip replacement in 2010. Surgeon revised patient's hip to remove metal on metal components and replaced with acceptable implants.

Manufacturer narrative:
Additional information received reports patient experienced pain.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was due to patient having a metal on metal hip replacement in 2010. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The healthcare professional indicated there was no delay in surgery and another suitable device was available. The revision surgery was completed as intended and without incident. The device was disposed of at the hospital and not made available to djo surgical for examination. Customer complaint history of the reported item showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to the surgeon having performed a revision to remedy the patient's condition. This investigation is limited in scope as limited information was provided to djo surgical - austin for review. The revised item was not returned for examination and the item and or lot number was not provided. To adequately investigate this event, the part and lot number are necessary. There are no indications of a product or process issue affecting implant safety or effectiveness.